Manufacturer narrative:
The investigation has been completed. The pump and purge cassette were returned for product evaluation. There were no visual abnormalities with the pump. The purge cassette was loaded onto the console and the de-airing and priming procedure was performed and a leak was noticed a cartridge cap leak from the thf bond of the gen1 purge cassette. The "air in purge" alarm appaeared intermittently when the purge was loaded but the purge ran through the pump with no issues. The logs for the case were provided. The data logs and impella contorller logs confirmed 'air in purge system' alarms. The root cause of the purge leak - cassette was determined to be due to a bond failure of the thf bond of the gen1 purge cassette.

Event description:
The complainant reported the patient was on impella cp support, and during support, there was air in the purge system. The staff deaired the purge system and purge fluid came out of the yellow lure lock. The alarm would not clear so the staff replaced the pump. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿